Event description:
It was reported by dealer that the irc5po2v concentrator is loud and chirps. The dealer also stated the unit alarms 2 green and 1 red light no patient or usage details were provided. No injury or property damage was reported.